Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing and failure to capture. No intervention was performed, and the patient was stable.